Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator (usm) to resolve the errors. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿ error 23094¿. During an in-house testing, the arm passed normal mode. The arm was tested on pftp and failed insertion chip encoder virtual absolute (cva) characterization and sine cycle with an error 23094. When pitch cva flat flex cables (ffc) was replaced with gold ffc, the error 23094 was still present. Then, pitch cva printed circuit assembly (pca) was replaced with gold unit, the arm passed pitch cva characterization and sine cycle. All other pf tests passed except for pitch friction speed, which was very slow. When original pitch cva pca was reinstalled, the error 23094 came back. As a fix to the reported problem, pitch cva pca will be replaced. As precaution pitch cva pca ffc and pitch cva pca bracket will be replaced. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to another da vinci after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the start of the case, arm 3 faulted and error code 23094 continued to occur. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and multiple errors were pointing to arm 3. Prior to the call, the customer tried recovering and hard power cycling the patient side cart (psc) with no change. The customer stated they were going to bring in another psc. The customer completed the procedure using another psc with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.